Event description:
It was reported that there was an alleged pt fall.

Manufacturer narrative:
Pt has been falling at home, per hospital's medwatch submission. On (B)(6) 2010 - the hospital is not sure if the bed exit was not set or maybe the pt was not on the bed at the time. They only found the pt on the floor when the caregivers went into the room. The biomed personnel at the account looked at the bed and confirmed to the field tech that everything was working to specification.